Manufacturer narrative:
H.10: no DHR/shr could be performed since the serial number of device used during surgery is unknown. No device between the ones in use at the hospital, was upgraded with vacuum and sealing kit at the time of 2014 surgery. No additional information is available on this specific case and a relationship between the heater-cooler and the reported event could not be established. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with customer's legal department, livanova learned that patient was in poor health conditions throughout 2015-2018. In (B)(6) 2019, patient¿s daughter began suspecting mycobacterium chimaera and sought testing. Repeated karius tests negative for mycobacterium chimaera. Patient died on (B)(6) 2020. Based on information received, it was excluded that the plaintiff patient was infected by mycobacteria chimaera and, consequently, livanova device contribution cannot be proved. Source of patient contamination remains unknown.

Event description:
See initial report.

Manufacturer narrative:
H 11: through follow up information, livanova was informed that in march 2019, patient¿s daughter began suspecting m. Chimaera and sought testing. Repeated karius tests negative for m. Chimaera. At time of death, cause listed as cardiopulmonary arrest, septic shock, methicillin resistant staphylococcus aureus, and pneumonia. A DHR review could not be performed since possible serial numbers involved were not provided. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. Involved device serial number remains unknown but was not equipped with vacuum and sealing kit at the time of surgery (2014) since upgrade activity started in 2017. Livanova became aware of these cases through legal actions; we do not expect to receive additional information in the near future. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova (B)(4) received a report that a female patient underwent a surgery for valve replacement in (B)(6) 2014 probably at (B)(6) medical center but not certain. Reportedly the patient got infected with ntm. Patient died in (B)(6) 2020, and death certificate lists immediate cause of death as cardiopulmonary arrest, with contributing causes being septic shock, (B)(6) and pneumonia. The serial number of the device used during surgery is unknown.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device unknown.